Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer reported that she ran a blood glucose test on a contour next ez meter and obtained a reading of 478 mg/dl. This reading was stored in the meter without date or time. The customer also stated that the blood glucose readings obtained on this meter prior to the reading of 478 mg/dl were not being stored in the memory of the meter. No adverse event alleged. The customer was advised to return the meter for evaluation. A replacement meter was sent to her.